Event description:
It was reported that, the arthroplasty was revised due to infection. The femoral and acetabular components were revised. The components were implanted in situ for approximately 5 y.

Manufacturer narrative:
Method - review of device history and complaint history. The following other hip devices were also listed in this report: trident hemispherical cluster hole shell, cat# 502-11-44b, lot# 12893501; accolade tmzf hip stem #2, cat #6020-0230, lot# 21406501; 22.2mm + 3 lfit v40 head, cat# 6260-9-222, lot# 18442301. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An eval of the device cannot be performed. Devices were retained at (B)(6) implant research ctr. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. Device history review determined all devices in the reported lots were accepted into final stock within sterility specifications and with no reported discrepancies. Complaint history review found one related event for an associated product lot. There have been other events for the product catalog numbers and families. If additional info becomes available, it will be submitted in a supplemental report.